Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast implantation procedure with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 300cc on (B)(6) 2018.

Manufacturer narrative:
On 11/13/18, it was reported to mentor that the procedure was breast augmentation revision, patient's race was hispanic. The affected device was saline mentor smooth round moderate profile 300cc, catalog number 3501645, lot number 6526097, serial number (B)(4). The patient had fully recovered after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 6526097 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Red material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a couple of creases on the anterior view. A rent was discovered within a crease measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging.. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).